Event description:
Customer reported intermittent erroneous high platelet test results were obtained on patient samples and quality contorl (5c) when using the coulter lh 500 hematology analyzer. There were no erroneous results were reported out of the laboratory. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
On (B)(4) 2014, beckman coulter field service engineer (fse) evaluated the instrument and replaced the r/w (red/white) preamp and r/w (red/white) processor. The cbc (complete blood count) module was also replaced, but upon replacement, the fse found that pv3 did not open. The fse determined that the cable harness was defective and replaced the cable harness (incidental service). The fse ran latex , reproducibility, mode to mode, and calibration to verify repairs and system performance with no further issues. Failure mode was attributed to parts replaced: r/w preamp, r/w processor, and cbc module cable harness. (B)(4).

Manufacturer narrative:
The red/white preamp card was replaced by the beckman coulter field service engineer (fse) on (B)(4) 2014. The part was returned for further evaluation. The board was evaluated and passed all test processes. The evaluation did not duplicate the customer's complaint.